Event description:
New information received states that the right ventricular (rv) lead continued to be monitored. The patient was stable throughout.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No programing changes made were reported. The patient status was unknown.